Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).